Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The plate was observed to be fractured across and though the center screw holes. Excessive physical activity during healing could have contributed to the event fracture. However, a specific cause for the fracture could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a broken plate will be removed during a revision surgery. Revision surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a broken plate was removed during a revision surgery. Revision surgery took place (B)(6) 2018.